Event description:
It was reported that intra-aortic balloon (iab) was leak blood was found in the drive tube and it was removed, an alarm message was issued stating iab circuit leak (gas loss). The treatment was discontinued.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6(type of investigation) (investigation findings), investigation conclusion, h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 73.7cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the membrane approximately 1cm from the rear seal measuring 0.038cm in length. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID: (B)(4).